Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when cutting the rectum during a laparoscopic radical operation for rectal cancer, the reload could not be opened. Another reload was used to complete the case. There was no patient injury.